Event description:
It was reported that a device issue occurred, and the procedure was cancelled. The ce ilab was selected for use. During the procedure there was no image and it was noted that the was caused by damage to the acquisition console. There were no patient complications. The procedure was not completed due to this event.